Manufacturer narrative:
Results - the reported product issue was confirmed. Evaluation revealed that the unit powers up, but the alarm does not sound when the magnet is removed from the magnet plate. The alarm does sound when using a working sensor pad and weight is removed from the sensor. The unit did not pass functional tests. Note: instructions for use warning states: if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened. The pir sensor is activated, or magnet is removed from the face plate. (B)(4).

Event description:
Customer reported the alarm has power and flashes the green light. However, when the magnet pull cord is detached from the alarm it does not sound. There is no visible damage to the outside of the alarm reported. The reported issue was discovered during setup the date was not provided. There was no pt contact and no incident reported.